Event description:
Mayfield head rest for traction, device became unsteady. Rptr tried to adjust head rest and weights, in doing so, head and neck flexed. Pt in surgery for c7 - t1 - "sablu". Device will be sent to independent lab for testing.